Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs system's stimulation is auto-reducing. A sjm representative met with the patient and a system diagnostics revealed multiple lead contacts have impedances. The patient is pending a consultation with her physician. Surgical intervention may be undertaken to address the issue.

Event description:
Follow up information identified the patient's lead was replaced with a new one. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.